Event description:
Patient scheduled for bilateral breast implant removal on [redacted date]. Patient has initial surgery serval years ago with another physician and developed grade 3 capsular contracture on the left side with left sided asymmetry and ptosis on the right breast parenchyma. Patient initiated a warranty with mentor worldwide and the implants will be returned to the manufacturer after this report submission. Pathology- received breast left implant measuring 13.3x13.3x2.8cm with the legible inscription: mentor: 9764234 m+ 400cc.